Event description:
It was reported: "opened sealed box inside container was broken 2nd plastic container inside 1st was open."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.